Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "the pressure felt more like 12mmhg than the 35mmhg that the infusion was set to" (insufficient flow or underinfusion). The surgeon reported a soft eye. The surgeon noted the pressure felt more like 12mmhg than the 35mmhg that the infusion was set to. The surgeon believed that the tubing was either clogged by vitreous or kinked. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).